Manufacturer narrative:
(B)(6) 2020. (B)(6) 2021.

Event description:
The customer called into technical support (ts) reporting that during pvt, the unit did not alarm when it was giving circuit disconnect. The customer reported there was no patient involvement at the time the issue was discovered. The remote service engineer (rse) evaluated the device with the assistance of the customer and confirmed reported problem. The customer replaced the cpu (central processing unit) to resolve the reported issue. The unit passed required performance verification tests per philips standards.

Manufacturer narrative:
The removed central processing unit (cpu), v60 was returned to the failure investigation lab (fi). A visual inspection of the cpu, v60 revealed no evidence of damage or contamination. The fi technician installed the cpu, v60 into a fi ventilator to duplicate the reported issue. Could not be reproduced.